Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, indication and initial approach of initial surgical procedure when tvto implanted? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from initial surgery? Location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? Indication, date and surgical findings for mesh removal surgery? Was any deficiency or anomaly of the mesh? If yes, please describe it. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status? The patient demographic info: age, weight, bmi at the time of index procedure? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. After mesh implant, the patient underwent a total mesh removal surgery due to chronic pelvic pain. Additional information has been requested.